Event description:
It was reported that during total laparoscopic hysterectomy with vso, the device would not coagulate properly when placed on tissue. They used a new hand piece and like disposable to and complete the procedure. There was no pt consequence reported. Surgeon commented that the device was not coagulating as expected. After obtaining a 2nd device (which worked a little better) the surgeon commented that it may have been the pt, as everything he touched bled. Surgery ended well and the pt is fine.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. Each device is visually inspected and functionally tested prior to shipment. The batch history records were reviewed with no anomalies noted during the mfg process.